Event description:
The importer and distributor in the USA of this device was notified by the MFR of the recall of the device by letter 07/14/99. One component (vial) of the product was discolored and caused inaccurate clinical results in a small number of vials, less than 1% of product distributed. This was recalled by the MFR by notification to FDA and other countries internationally.